Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator, and duplicated the malfunction. The fse replaced the graphic user interface (gui) central processing unit (cpu) to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during set-up, the ventilator's display was unreadable. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.